Event description:
Event description: coring of the phaseal protector: there is a whitish foreign object on the needle of the protector. Per customer response: it seems that no particles were noticed until the vial and protector were connected and the liquid was drawn up. When drawing up the liquid with the injector, particles were found inside the vial. They couldn't find any when looked visually from the outside of the vial. They may have gotten into the protector needle. The protector is attached by hand.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: it was reported that particles were observed inside the vial. One protector assembled with a vial was returned to our quality team for investigation. During visual inspection, a particle was identified inside the vial. Additional evaluation confirmed that the particle was consistent with material from the vial stopper. It was also noted that the area where the protector needle punctured the stopper appeared slightly raised, resulting in a larger-than-expected puncture. No issues were found within the protector needle itself that could have contributed to this observation. A device history review was completed for protector lot 2412104; no deviations or non-conformances were identified that could have contributed to this observation. While phaseal needles are designed to help reduce coring, several factors can influence coring tendency. These may include the quality and condition of the vial stopper, the design and dimensions of the needle used, or an incomplete connection of the protector during assembly. Based on our investigation and evaluation of the returned sample, we determined that the particle was generated during assembly of the protector onto the vial due to the condition of the stopper and the location where the stopper was punctured. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints for this device and reported condition will continue to be tracked and trended to monitor for future occurrences.